Event description:
It was reported that (1) lcsc5 was used during a lap chole procedure. It was reported by the rep that the lcsc5 would not function. A luke handpiece was exchanged for another luke and the lcsc5 still did not work. Opened another device to complete the case. There was no consequence to pt.